Event description:
The patient presented to the wound center on (B)(6) 2010 when I assessed the wound, it was noted the patient had some retained kci black foam dressing in tunnel area. The physician assessed and consulted a surgeon. The patient was scheduled for outpatient surgery on (B)(6) 2010. Per the surgeon's report, the vac foam was removed, wound debrided and the wound was closed. Follow up call today, wound is closed, minimal drainage and no signs of infection. The kci vac had been discontinued on (B)(6) 2010. The patient's history was being seen in our clinic every two weeks due to transportation issues. The visiting nurse's association was providing wound vac dressing changes in between patient's wound center appointments. Patient's first visit on (B)(6) 2010 came with wound vac in place. Dressing changes were ordered three times a week. We provided wound vac change on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. The vac was discontinued on (B)(6) 2010. The visiting nurse's association home health provided the dressing changes in between clinic appointments. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: left leg wound.